Event description:
It was reported via repair work order that the headend lift was functioning intermittently due to damaged sensor coil cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.